Manufacturer narrative:
A steris service technician arrived onsite and found the urethane hose ruptured near the pre a&b inlet adapter. The technician attempted to measure water pressure but observed 'over range' on the heise gauge display. The service technician replaced the hose, ran a diagnostic cycle and found the unit operational. Operation of the system 1e requires water pressure to remain between 40 psi and 80 psi. The water pressure on site was measured high of 114 psi and a low of 12 psi. The facility's plumber reported to the steris service technician that in addition to two new power valves being installed to control the facilities water pressure, a pressure regulator has been added to the unit to maintain water pressure within its recommended range.

Event description:
The user facility reported that a hose had ruptured causing water to flow out of the unit. The water took approximately two hours for hospital personnel to clean up. No procedural delays or cancellations occurred. No injury to hospital staff or patients reported.